Event description:
Information was received that the cuff was found to be broken on a smiths medical bivona adult tts tracheostomy tube. After removing the tracheostomy tube due to a ventilator alarm. Patient spo2 was lower than 90%, experienced tachypnea and was restless no additional adverse patient effects were reported.

Manufacturer narrative:
Evaluation results: one 7.0 mm portex bivona tts tracheostomy tube was returned for cuff leaking. The product cuff was leak tested with 15 cc of air. The cuff was unable to fully inflate and immediately deflated as air escaped from a small hole in the tts cuff. Upon visual inspection of the cuff, it was noted that there are tiny scratches next to the small hole on the cuff, perhaps caused by the device coming into contact with something sharp externally or potentially from hard cartilage internal to the patient. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.